Event description:
A pump alarm was reported during insulin pumping, with the customer declining to disclose the impact on blood glucose levels. Despite attempts to resolve the issue by loading a new cartridge, the alarm persisted, preventing resumption of insulin therapy. Technical support arranged to replace the pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was guided on how to store the pump and return it using a pre-paid label, confirming the shipping address provided.